Event description:
Adverse event(s): no pt involved (no pt involvement). Product problems(s): "displayed a system message code" (device displays error message). A nurse reported at start up a system message was displayed. The sales rep brought in a demo unit and the surgeries were completed for the day. The overall delay time was 50-60 minutes. There were not pt injuries.

Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported problem. The valve spacers were replaced, preventative maintenance was performed and the software was updated. The system was then tested and met all product specifications. A review of the complaints and service requests for the last 24 months did not indicate any add'l related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).